Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. Blood glucose level was 335 mg/dl. It was also reported that an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, reloaded the existing cartridge. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.